Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that diagnostic information could not be retrieved. Upon interrogation of the pulse generator, an error message of ¿diagnostic information cannot be retrieved due to ongoing calibration¿ was noted. The patient was stable.